Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 60 mg/dl and 120 mg/dl. Readings were taken using two vials of strips from the same lot. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.